Manufacturer narrative:
(B)(4). The device failed functional testing for an unrelated issue. The device was sent for servicing. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The device was found to have no previous service history as it was shipped new to the customer. The reported issue could not be confirmed and the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm, it was found that the homechoice (hc) displayed an inaccurate volume when performing a manual drain on a home patient (hp). The technical service representative (tsr) was having the hp perform a test fill and the hp filled with 148ml. The hp then tried to do a manual drain and it was not working properly. The manual drain volume started at 210ml instead of 1ml and then went to 325ml. The tsr arranged to exchange the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Review of the device log did not confirm the reported issue. The hc was visually inspected and functionally tested. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.